Manufacturer narrative:
Based on response received from affiliate on (B)(6), the complaint is not reportable. This report is being submitted as a correction.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: 2 prowler microcatheter (details unknown), coil (details unknown), enterprise stent. This is 1 of 2 reports associated with complaint # (B)(4).

Event description:
Enterprise 4.5x22mm (details unknown) was unable to be advanced in the prowler microcatheter (details unknown). The procedure remained incomplete and could not tell if it was the catheter loss of hydrophilic or the stent. The stent will be returned for analysis. The procedure was embolization of left middle cerebral aneurysm with stent technique ¿y¿ and coil (details unknown). At the upper branch of the left middle cerebral, a prowler microcatheter (details unknown) was catheterized with a select plus microcatheter (details unknown) on a synchronic guide. An enterprise 4.5 x28mm (enf452812/10256030) was successfully unfurled. An enterprise 4.5x22mm (details unknown) was unable to be advanced where crossed this stent cell and the lower branch was catheterized.